Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues, as the implant no longer pumped fluid into the cylinders. It was noted that this occurred following a separate surgical procedure. A subsequent surgery was performed, during which fluid loss and a hole on the left side of the cylinder were identified. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.